Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during functional testing the cs300 intra-aortic balloon pump (iabp) lost power during startup. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the reported issue. Repair is pending.